Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 25 (power error detected), indicating that the internal power source was unable to charge, and noticed a crack in the battery compartment of the insulin pump. Blood glucose value at the time of event was 15 mmol/l. The customer was treated with manual injection. The event involved product(s) mmt-1711k. Troubleshooting included clearing alarms, rewinding the pump, and inspecting the notification light, but the issue persisted. No further patient complications were reported. The customer will discontinue use of the insulin pump. The product was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked case behind the pump at the battery compartment and cracked battery tube threads. The pump passed the displacement test and the active current measurement. However, the pump failed the sleep current measurement and confirmed power error 25 due to non-sleep anomaly software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.